Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using the stago neoplastine reagent. On (B)(6) 2019 at 3:34 pm, the customer tested by fingerstick on the meter and the result was 4.4 inr. Within 7 hours the customer had a lab test and the result was 3.26 inr. On (B)(6) 2019 at 9:06 am, the customer tested by fingerstick on the meter and their result was 2.4 inr. At 4:00 pm the customer had a lab test and the result was 1.85 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic and has no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes, no new illness and no symptoms of bleeding or bruising. There was no adverse event. The meter and one strip were returned for investigation. The returned meter and test strip were tested with a quality control. Testing results: qc 1: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.